Event description:
It was reported that the customer's blood glucose level was in the 500s mg/dl on (B)(6) 2014 and in the 50s mg/dl in the morning of (B)(6) 2014. The customer stated he refilled his reservoir rather than changing his reservoir, insulin, and infusion set. He also stated he over bolused, which caused his low blood glucose level. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.